Manufacturer narrative:
(B)(4). Second attempt contacted affiliate to obtain additional information: which firing of the device did this event occur on? -- unknown, but not at the 1st firing. What vessel or structure was the device fired on at the time of the event? -- cholecyst. Was the clip fully advanced into the jaws prior to firing? -- no. Was there any torquing or twisting of the device present at the time of firing? -- no. Was any unexpected resistance felt while firing the trigger? -- yes. Were any unexpected noises heard? If so, when? -- the information was not provided from the hospital. Did anything unexpected happen prior to this incident? -- no.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was malformed. The device was used as is to complete the case and the clip was fired properly after the incident. There were no adverse consequences to the patient.